Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 810:11. It is unknown when this event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.this device utilizes user interface module master software version (B)(6) categorized as remediated.

Manufacturer narrative:
Two samples from the patient were investigated. Due to limited sample volume, rubella igg confirmation testing could not be performed on either sample. Both samples were tested with the biorad platelia rubella igg assay and the recomblot rubella igg assays. -the biorad platelia assay gave relatively low positive results for these samples -the blot analysis showed the presence of specific igg. The samples were determined to be false negative on the elecsys assay. These samples are very close to the cutoff of the elecsys assay. The patient was not adversely affected.

Event description:
Customer experienced false negative rubella igg results for one pregnant patient. Initial rubella igg result was 9.14 ui/ml. Same sample tested twice gave 39 ui/ml on an abbott analyzer and 35 ui/ml on a beckman access analyze. Customer did not know which results were reported. No adverse events were reported. Rubella igg reagent lot= 156582.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.